Event description:
The catheter dislodged and was coiled in the lumbar subcutaneous space. The patient developed drainage and the wound dehisced. Cultures were negative, and the patient was maintained on intravenous antibiotics without significant clinical signs or symptoms of infection. The patient underwent surgery and the distal portion of the catheter was removed and not replaced. The patient recovered without sequela.

Manufacturer narrative:
.